Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/12/2024, it was reported by a sales representative via phone that (2) ar-2324bct-2 biocomposite swivelock anchors broke during insertion. All the broken fragments were retrieved. This was discovered during an rcr procedure on (B)(6) 2024 and it was completed using another ar-2324bct-2 biocomposite swivelock from a different lot number. The case was delayed about five to ten minutes; however, the patient was not affected.